Event description:
The customer reported the monitors would not come on, thereby failing to display a live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was replaced and the 12v power supply voltage was adjusted. The system was tested and found to be working as intended and put back into service.